Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis laboratory (pal). The device passed the hc return instrument test/evaluation (rite) electrical test but failed rite functional test due to failed volume transferred comparison. The device was received in operative and in good condition. An external/internal inspection was performed and passed. Volumetric accuracy test was performed and the device failed. Temperature confirmation testing was performed per and the temperature was verified to be within specification. The door assembly was inspected and a cracked door piston and deteriorated piston foam were found. The cause for the rite failure of failed volume transferred comparison was determined to be caused by deteriorated piston foam. The door piston and foam were scrapped. The device was sent to servicing. This complaint is related to (B)(4). If additional relevant information is received, a follow-up will be submitted.